Manufacturer narrative:
Model number/catalog number: 72404161. Serial number: n/a. Batch/lot number: 1000307740. Model/catalog description: reservoir 65ml pc. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device and difficulty inflating and deflating the device since implantation. A revision surgery was performed during which the physician explanted the device. There were no patient complications.